Event description:
Customer found they were testing negative with the fastep tests, but was testing positive with other at home covid-19 rapid test brands.

Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.